Manufacturer narrative:
On 8-dec-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that an unknown patient underwent atrial flutter right (r-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve was leaking. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was bleeding back from the hemostatic valve. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guidewire was inserted through the sheath and the valve was not found inside the vizigo; however, the valve separated from the device. This finding has been reviewed and determined to be an MDR reportable malfunction for material separation. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, an examination of the returned product indicates that the hemostatic valve was not found. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). Correction: on 1-feb-2022, the product investigation was reopened to clarify investigation findings. Updated device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guidewire was inserted through the sheath, and was detailed that some resistance was felt during the dilator insertion that could be related to the dislodgment of the hemostatic valve, causing temporary blockage, however, the hemostatic valve could not be found. As such, further analysis to determine the root cause of its dislodgment could not be reached. A device history record was performed and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur."

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that an unknown patient underwent atrial flutter right (r-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve was leaking. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was bleeding back from the hemostatic valve. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. There was no patient consequence.